Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed and found no deviations from manufacturing or qa specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline or system controller power cables, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline and system controller power cables daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline or system controller is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline and system controller power cables in sub-sections entitled "what not to do: driveline and cables." The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of driveline power fault alarms on the system controller (serial number: (B)(6)) was confirmed via log file analysis. The reported event of damage to the power cable was confirmed via customer submitted image. Data in the submitted log files from the reported event dates of (B)(6) 2025 ¿ (B)(6) 2025 was reviewed. Throughout the data reviewed, a driveline power fault alarm was active due to intermittent interruptions to the power a signal. The driveline power fault alarms did not prevent the pump from operating at its set speed in the data reviewed. The customer submitted image showed damage to the power cable, confirming the reported event. The data reviewed in the submitted log files showed no events or alarms indicating that the underlying wires of the power cables were damaged, or that the damage prevented the controller from supporting the system as intended. Provided information indicated that there was superficial damage to the pump cable, which was repaired with rescue tape, and that the system controller was exchanged due to the observed power cable damage. It was also reported that the rescue tape and controller exchange did not resolve the driveline power fault alarm, so the modular cable was exchanged, resolving the alarm. No equipment was returned for analysis. The root cause of the driveline power fault alarms and the damaged power cable were not able to be determined via this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline power fault alarm. A small cut was found in the pump cable and another cut in the system controller power cable. Log files were extracted, x-ray was done, and the controller was replaced. The log file captured driveline power fault alarms beginning on the morning of (B)(6) 2025. The controller was initially swapped on (B)(6) 2025 and rescue tape was applied over the cut on the pump cable. However, the alarm came back again on (B)(6) 2025. The modular cable was then exchanged on (B)(6) 2025, and the alarms appeared to have resolved.